Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump shows blank display. Customer stated that after receiving a new battery cap blank display occurred. In t/s advise customer to remove battery and insert battery after that alarm display not appeared on pump screen. After pump restart display not returned. No medical intervention was happened. Device was replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Power connector plug in and locked in place properly. (B)(4).